Event description:
The customer reported that a patient experienced a burn during an afib ablation procedure while using e7507 pads with a biosense webster ablation generator. The site reported they are not sure the injury was a pad site burn. The injury occurred to the patient's upper to mid-back. The site cannot provide any information regarding the degree of burn or type of treatment, as the burn was reported after the patient's two week follow-up visit with their doctor. The injury was not noted at the time of the procedure. The incident pad was discarded.

Manufacturer narrative:
(B)(4). The incident pads were discarded by the customer and are not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Copies of the instructions for use and the clinical hotline news article regarding the increased risk of using traditional return electrodes in non-traditional procedures that utilize high current, long duty cycles or both (for example, tissue lesioning, tissue ablation, tissue vaporization and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced in the surgical site for distention or to conduct the rf current) were provided to the customer.